Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons come apart when I've pulled it out, retained- vagina [foreign body in reproductive tract]. Tampons come apart [device breakage]. Come apart when I've pulled it out [complication of device removal]. Case description: consumer reported that tampons come apart during removal. No serious injury reported.